Event description:
Pt c/o pain over subclavian area where chemosite was located. X-ray confirms crack under clavicle. Scheduled for removal. Multiple problems with same device over last several months.